Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was being implanted. The initial deployment of the closure device in the laa was unsuccessful, and upon attempted recapture, the core wire detached from the closure device. The closure device was left in position since the closure device appeared stable despite release criteria not being met. The patient was admitted in the hospital overnight to re-evaluate position and stability via transesophageal echocardiography (tee). No further patient complications were noted. It was further reported that a nurse advised the patient to decrease her eliquis dosage and follow up with their cardiologist.

Manufacturer narrative:
B5: describe event or problem - updated.

Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was being implanted. The initial deployment of the closure device in the laa was unsuccessful, and upon attempted recapture, the core wire detached from the closure device. The closure device was left in position since the closure device appeared stable despite release criteria not being met. The patient was admitted in the hospital overnight to re-evaluate position and stability via transesophageal echocardiography (tee). No further patient complications were noted.